Manufacturer narrative:
Correction: b5 should have mentioned that pacing inhibition occurred, which resulted in patient syncope and fall; (B)(4).

Event description:
Information received notes the patient's right ventricular lead exhibited pacing inhibition and the patient fell as a result of syncope.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was noted on the right ventricular lead. The patient was device dependent and experienced syncope due to the oversensing. The lead was capped and replaced on (B)(6) 2019. The patient was stable during and after the procedure.